Manufacturer narrative:
Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade unknown found through physical examination. Healthcare professional later reported upon explant surgery, it was discovered that the grade of the capsular contracture is iii. Patient undergone total capsulectomy. Device has been explanted and replaced with non-allergan device.